Manufacturer narrative:
The device has been received; however, device evaluation has not yet been complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 70 mg/dl.